Event description:
This ra lead was implanted on (B)(6) 2011 and remains implanted at this time. A procedure form received that this fractured lead was observed. The physician was dr. (B)(6) at (B)(6)hospital and medical center (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).